Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a 21 year old male patient. The following data was provided (customer¿s normal range: 0.000 to 0.028 ng/ml): sample 1: on (B)(6) 2020; sid: (B)(6) on isr50571 initial result = 0.031 ng/ml. Sample 2: on (B)(6) 2020; sid: (B)(6) initial result on isr50571 = 0.034 ng/ml, sample was repeated on (B)(6) 2020 on the istat = 0.00, sample was repeated on (B)(6) 2020 on isr50571 = 0.012 ng/ml and on isr50582 = 0.000 ng/ml. Sample 3: patient was drawn at another hospital which performs troponin testing with siemens atellica = 0.02 ng/ml. No impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
The complaint evaluation was performed which included trending data, labeling, device history records, retained testing, and historical performance of reagent lot 41195un20. A review of ticket trending data for the architect stat troponin-I was performed with no adverse trends identified related to the patient results issues. Labeling was reviewed and found to adequately address the falsely elevated patient results. Device history record review did not show any potential non-conformances, non-conformances or deviations for the complaint. The historical performance of reagent lot 41195un20 was evaluated using world wide data. Patient data was analyzed and compared to an established control limit showing that all three levels of the patient medians are within the established limits. Accuracy testing was performed with a retained kit of reagent lot 41195un20 using an internal troponin-I panel. Acceptance criteria was met, which indicates acceptable product performance. Use error may have occurred with the falsely elevated result as a retest gave the expected result indicating a possible sample handling/integrity issue. Based on the evaluation no product deficiency of the architect stat troponin-I for lot number 41195un20 was identified.